Event description:
Serious wound infection that required emergent wound exploration and abscess evacuation washout in montana 6 or 7 days after surgery. Surgery was appendicovesicostomy.

Manufacturer narrative:
The device involved in this complaint was not available for evaluation. The information contained herein is based on the information provided by the initial reporter. The information provided indicated that the patient developed a serious wound infection after the use of the on-q pump. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If additional information that is pertinent to this event becomes available, I-flow will reopen the complaint.